Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 26-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), migraine ("chronic daily migraines/migraines"), gallbladder operation ("gall bladder surgery"), gastrointestinal inflammation ("abdominal inflammation issues") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) (batch no. F000037729 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine and allergy to metals. Concomitant products included cholecalciferol (vitamin d), eletriptan hydrobromide (relpax), levothyroxine sodium (synthroid), lubiprostone (amitiza), omeprazole (prilosec), potassium citrate, prochlorperazine edisylate (compazine) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion disability), gallbladder operation (seriousness criterion hospitalization), gastrointestinal inflammation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), inflammation ("constant inflammation") with pyrexia, alopecia ("hair loss"), night sweats ("night sweats"), rash ("rashes"), dysmenorrhoea ("severe abnormal menstrual pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during sexual intercourse"), anxiety ("worsening of anxiety"), depression ("depression"), abdominal pain lower ("severe, lower abdominal pain") and discomfort ("overall discomfort"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy: uterus, cervix, and both fallopian were removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, fibromyalgia, alopecia, night sweats, rash, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, anxiety, depression and abdominal pain lower outcome was unknown and the migraine and discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, inflammation, migraine, night sweats, pelvic pain, rash and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information, there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(4) 2017: summons received - case is now legal (lawyer reporter added). New events added: "severe pelvic pain", "abnormal, heavy bleeding", "severe abnormal menstrual pain", "fatigue", "weight fluctuations", "pain during sexual intercourse", "worsening of anxiety", "depression", "severe, lower abdominal pain", "overall discomfort". Outcome for the events migraine and discomfort was reported as "not recovered". Case became incident since surgery for essure removal was performed. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-2251) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), migraine ("chronic daily migraines/migraines/migraines / headaches,"), gallbladder operation ("gall bladder surgery"), gastrointestinal inflammation ("abdominal inflammation issues"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("bleeding ceased") in a 46-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine, allergy to metals, cholecystectomy in 2012, augmentation mammoplasty, laparoscopy (pain,) in 1988, esophagogastroduodenoscopy, endometrial ablation (hydrothermal ablation) in 2002 and painful periods (underwent an endometrial ablation,hydrothermal endometrial ablation to help with the pain.) In 2002. Loa, negative. Concurrent conditions included hypothyroidism, skin cancer, laparoscopic uterine nerve ablation, kidney stone since 2014 and nickel sensitivity. Concomitant products included fluoxetine hydrochloride (prozac) since 1988 for depression and anxiety, levothyroxine since 1988 for hashimoto's thyroiditis as well as cholecalciferol (vitamin d), eletriptan hydrobromide (relax), levothyroxine sodium (synthroid), lubiprostone (amitiza), omeprazole (prilosec), potassium citrate, prochlorperazine edisylate (compazine) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2006, the patient experienced migraine (seriousness criterion disability) and the first episode of depression ("psychological or psychiatric problems condition: depression became worse,"). On (B)(6) 2006, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced the first episode of fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion hospitalization), gastrointestinal inflammation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of fibromyalgia ("fibromyalgia"), inflammation ("constant inflammation") with pyrexia, alopecia ("hair loss"), night sweats ("night sweats"), rash ("rashes"), the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), the second episode of fatigue ("fatigue"), anxiety ("worsening of anxiety"), the second episode of depression ("depression"), abdominal pain lower ("severe, lower abdominal pain"), discomfort ("overall discomfort"), urticaria ("rashes or skin conditions type: hives over entire body"), pyrexia ("low grade fever "), the second episode of fibromyalgia ("fibromyalgia") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, alopecia, night sweats, rash, the last episode of dysmenorrhoea, the last episode of fatigue, weight fluctuation, dyspareunia, anxiety, the last episode of depression and abdominal pain lower outcome was unknown, the migraine and discomfort had not resolved and the pyrexia and the last episode of fibromyalgia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, discomfort, dyspareunia, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, pyrexia, rash, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation, the first episode of depression, the first episode of dysmenorrhoea, the first episode of fatigue, the first episode of fibromyalgia, the second episode of depression, the second episode of dysmenorrhoea, the second episode of fatigue and the second episode of fibromyalgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, patient demographic information, concomitant product, essure indication permanent birth control by bilateral occlusion of the fallopian tubes lot number 620741, new events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal)type: uti, psychological or psychiatric problems condition: depression became worse, rashes or skin conditions type: hives over entire body, nausea, dysmenorrhea (cramping), fatigue, low grade fever, fibromyalgia and bleeding ceased were added. The events migraines / headaches, dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one clubbed with previous event. On (B)(6) 2018: follow-up 6th and 7 th process together :medical records, new reporter, patient relevant history and concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-2251) on 29-oct-2015. The most recent information was received on 08-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), migraine ("chronic daily migraines/migraines/migraines / headaches,"), gallbladder operation ("gall bladder surgery"), gastrointestinal inflammation ("abdominal inflammation issues"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("bleeding ceased") in a 46-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine, allergy to metals, cholecystectomy in 2012, augmentation mammoplasty, laparoscopy (pain,) in 1988, esophagogastroduodenoscopy, endometrial ablation (hydrothermal ablation) in 2002 and painful periods (underwent an endometrial ablation,hydrothermal endometrial ablation to help with the pain.) In 2002. Loa, negative. Concurrent conditions included hypothyroidism, skin cancer, hysterectomy, kidney stone since 2014 and nickel sensitivity. Concomitant products included fluoxetine hydrochloride (prozac) since 1988 for depression and anxiety, levothyroxine since 1988 for hashimoto's thyroiditis as well as colecalciferol (vitamin d), eletriptan hydrobromide (relpax), levothyroxine sodium (synthroid), lubiprostone (amitiza), omeprazole (prilosec), potassium citrate, prochlorperazine edisylate (compazine) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2006, the patient experienced migraine (seriousness criterion disability) and the first episode of depression ("psychological or psychiatric problems condition: depression became worse,"). On (B)(6) 2006, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced the first episode of fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion hospitalization), gastrointestinal inflammation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the first episode of fibromyalgia ("fibromyalgia"), inflammation ("constant inflammation") with pyrexia, alopecia ("hair loss"), night sweats ("night sweats"), rash ("rashes"), the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), the second episode of fatigue ("fatigue"), anxiety ("worsening of anxiety"), the second episode of depression ("depression"), abdominal pain lower ("severe, lower abdominal pain"), discomfort ("overall discomfort"), urticaria ("rashes or skin conditions type: hives over entire body"), pyrexia ("low grade fever") and the second episode of fibromyalgia ("fibromyalgia"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder operation, gastrointestinal inflammation, alopecia, night sweats, rash, the last episode of dysmenorrhoea, weight fluctuation, dyspareunia, anxiety, the last episode of depression and abdominal pain lower outcome was unknown, the migraine and the last episode of fatigue was resolving, the genital haemorrhage, pyrexia and the last episode of fibromyalgia had resolved and the discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, discomfort, dyspareunia, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, pyrexia, rash, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation, the first episode of depression, the first episode of dysmenorrhoea, the first episode of fatigue, the first episode of fibromyalgia, the second episode of depression, the second episode of dysmenorrhoea, the second episode of fatigue and the second episode of fibromyalgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Event outcome of chronic daily migraines / headaches, fibromyalgia and fatigue was updated as recovering/resolving and abnormal, heavy bleeding was updated as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-(B)(4)) on 29-oct-2015. The most recent information was received on 01-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), migraine ("chronic daily migraines/migraines/migraines / headaches,"), gallbladder operation ("gall bladder surgery"), gastrointestinal inflammation ("abdominal inflammation issues"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("bleeding ceased") in a 46-year-old female patient who had essure (ess205) (batch no. 620741-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine, allergy to metals, cholecystectomy in 2012, augmentation mammoplasty, laparoscopy (pain,) in 1988, esophagogastroduodenoscopy, endometrial ablation (hydrothermal ablation) in 2002 and painful periods (underwent an endometrial ablation,hydrothermal endometrial ablation to help with the pain.) In 2002. Loa, negative. Concurrent conditions included hypothyroidism, skin cancer, hysterectomy, kidney stone since 2014 and nickel sensitivity. Concomitant products included fluoxetine hydrochloride (prozac) since 1988 for depression and anxiety, levothyroxine since 1988 for hashimoto's thyroiditis as well as colecalciferol (vitamin d), eletriptan hydrobromide (relpax), levothyroxine sodium (synthroid), lubiprostone (amitiza), omeprazole (prilosec), potassium citrate, prochlorperazine edisylate (compazine) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2006, the patient experienced migraine (seriousness criterion disability) and the first episode of depression ("psychological or psychiatric problems condition: depression became worse,"). On (B)(6) 2006, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced the first episode of fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion hospitalization), gastrointestinal inflammation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the first episode of fibromyalgia ("fibromyalgia"), inflammation ("constant inflammation") with pyrexia, alopecia ("hair loss"), night sweats ("night sweats"), rash ("rashes"), the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), the second episode of fatigue ("fatigue"), anxiety ("worsening of anxiety"), the second episode of depression ("depression"), abdominal pain lower ("severe, lower abdominal pain"), discomfort ("overall discomfort"), urticaria ("rashes or skin conditions type: hives over entire body"), pyrexia ("low grade fever") and the second episode of fibromyalgia ("fibromyalgia"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder operation, gastrointestinal inflammation, alopecia, night sweats, rash, the last episode of dysmenorrhoea, weight fluctuation, dyspareunia, anxiety, the last episode of depression and abdominal pain lower outcome was unknown, the migraine and the last episode of fatigue was resolving, the genital haemorrhage, pyrexia and the last episode of fibromyalgia had resolved and the discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, discomfort, dyspareunia, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, pyrexia, rash, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation, the first episode of depression, the first episode of dysmenorrhoea, the first episode of fatigue, the first episode of fibromyalgia, the second episode of depression, the second episode of dysmenorrhoea, the second episode of fatigue and the second episode of fibromyalgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. 620741-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-2251) on 29-oct-2015. The most recent information was received on 09-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), migraine ("chronic daily migraines/migraines/migraines / headaches,"), gallbladder operation ("gall bladder surgery"), gastrointestinal inflammation ("abdominal inflammation issues"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("bleeding ceased") in a 46-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine, allergy to metals, cholecystectomy in 2012, augmentation mammoplasty, laparoscopy (pain,) in 1988, esophagogastroduodenoscopy, endometrial ablation (hydrothermal ablation) in 2002 and painful periods (underwent an endometrial ablation,hydrothermal endometrial ablation to help with the pain.) In 2002. Loa, negative. Concurrent conditions included hypothyroidism, skin cancer, hysterectomy, kidney stone since 2014 and nickel sensitivity. Concomitant products included fluoxetine hydrochloride (prozac) since 1988 for depression and anxiety, levothyroxine since 1988 for hashimoto's thyroiditis as well as colecalciferol (vitamin d), eletriptan hydrobromide (relpax), levothyroxine sodium (synthroid), lubiprostone (amitiza), omeprazole (prilosec), potassium citrate, prochlorperazine edisylate (compazine) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2006, the patient experienced migraine (seriousness criterion disability) and the first episode of depression ("psychological or psychiatric problems condition: depression became worse,"). On (B)(6) 2006, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced the first episode of fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion hospitalization), gastrointestinal inflammation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the first episode of fibromyalgia ("fibromyalgia"), inflammation ("constant inflammation") with pyrexia, alopecia ("hair loss"), night sweats ("night sweats"), rash ("rashes"), the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), the second episode of fatigue ("fatigue"), anxiety ("worsening of anxiety"), the second episode of depression ("depression"), abdominal pain lower ("severe, lower abdominal pain"), discomfort ("overall discomfort"), urticaria ("rashes or skin conditions type: hives over entire body"), pyrexia ("low grade fever") and the second episode of fibromyalgia ("fibromyalgia"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder operation, gastrointestinal inflammation, alopecia, night sweats, rash, the last episode of dysmenorrhoea, weight fluctuation, dyspareunia, anxiety, the last episode of depression and abdominal pain lower outcome was unknown, the migraine and the last episode of fatigue was resolving, the genital haemorrhage, pyrexia and the last episode of fibromyalgia had resolved and the discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, discomfort, dyspareunia, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, pyrexia, rash, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation, the first episode of depression, the first episode of dysmenorrhoea, the first episode of fatigue, the first episode of fibromyalgia, the second episode of depression, the second episode of dysmenorrhoea, the second episode of fatigue and the second episode of fibromyalgia to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on 2-jan-2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,'), migraine ('chronic daily migraines/migraines/migraines / headaches,'), gallbladder operation ('gall bladder surgery') and gastrointestinal inflammation ('abdominal inflammation issues') in a 46-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2012, endometrial ablation (hydrothermal ablation) in 2002, painful periods (underwent an endometrial ablation,hydrothermal endometrial ablation to help with the pain.) In 2002, laparoscopy (pain,) in 1988, menstrual migraine, allergy to metals, augmentation mammoplasty and esophagogastroduodenoscopy. Loa, negative. Concurrent conditions included kidney stone since 2014, hypothyroidism, skin cancer, hysterectomy and nickel sensitivity. Concomitant products included fluoxetine hydrochloride (prozac) since 1988 for depression and anxiety, levothyroxine since 1988 for hashimoto's thyroiditis as well as eletriptan hydrobromide (relpax), hydrocodone bitartrate;paracetamol (norco), levothyroxine sodium (synthroid), lubiprostone (amitiza), omeprazole (prilosec), potassium citrate, prochlorperazine and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2006, the patient experienced migraine (seriousness criterion disability) and depression worsened ("psychological or psychiatric problems condition: depression became worse,"). On (B)(6) 2006, the patient experienced menstrual cramps ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced the first episode of fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion hospitalization) and experienced gastrointestinal inflammation (seriousness criterion medically significant), genital haemorrhage ("abnormal, heavy bleeding"), uterine haemorrhage ("bleeding ceased"), the first episode of fibromyalgia ("fibromyalgia"), inflammation ("constant inflammation") with pyrexia, alopecia ("hair loss"), night sweats ("night sweats"), rash ("rashes"), pain menstrual ("severe abnormal menstrual pain"), the second episode of fatigue ("fatigue"), anxiety ("worsening of anxiety"), depression ("depression"), abdominal pain lower ("severe, lower abdominal pain"), discomfort ("overall discomfort"), urticaria ("rashes or skin conditions type: hives over entire body"), pyrexia ("low grade fever"), the second episode of fibromyalgia ("fibromyalgia") and nephrolithiasis ("chronic kidney stones"). The patient was treated with topiramate (topamax), surgery (hysterectomy with bilateral salpingectomy) and ablation. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gallbladder operation, gastrointestinal inflammation, alopecia, night sweats, rash, pain menstrual, weight fluctuation, dyspareunia, anxiety, depression, abdominal pain lower and nephrolithiasis outcome was unknown, the migraine and the last episode of fatigue was resolving, the genital haemorrhage, pyrexia and the last episode of fibromyalgia had resolved and the discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression worsened, discomfort, dyspareunia, gallbladder operation, gastrointestinal inflammation, genital haemorrhage, inflammation, menorrhagia, menstrual cramps, migraine, nausea, nephrolithiasis, night sweats, pelvic pain, pyrexia, rash, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation, the first episode of fatigue, the first episode of fibromyalgia, depression, pain menstrual, the second episode of fatigue and the second episode of fibromyalgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event chronic kidney stones, reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.